Manufacturer narrative:
Additional information: d1, d4 catalogue #, g4: PMA/510k #, h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from between the female connector and mainbody. This occurred during unspecified process step of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced, and the patient was given antibiotics as prophylaxis treatment. There was no patient injury associated with this event. No additional information is available.